Event description:
Technician reported that when they engaged from the foot end, the caster did not lock but the pedal appeared to be in the brake position. In addition, the right foot caster did not hold.

Manufacturer narrative:
Technician found that the hex rods, link, and the right foot caster were worn, the hex rod screws were broken off inside the hex rods. Technician replaced the right foot caster and hex rods. He also installed the link upgrade kit. Technician found this stretcher out of service in the basement and there were no alleged injuries.